Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and one month later post filter deployment, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. A venogram was performed and it demonstrated filter had prongs there were clearly outside the inferior vena cava and concerning from a technical aspect was that the removable head was imbedded outside the lining of the vena cava. It was attempted to snare in a standard fashion. However, the snare was being deflected as the tip of the filter, was imbedded into the wall. Then elected for an up and over technique. Despite significant tension and attempting to disengage the filter from the vena cava wall, the filter would not disengage from the scar tissue around it, and it could not engage it. After trying for 45 minutes with different technique, it was decided to abort the procedure. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.